Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 insulin pump is alarming insulin flow blocked and was exposed to scanners at the airport. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully downloaded to thumps. No motor error alarms or unexpected insulin flow blocked alarms noted during test. No motor error alarms or insulin flow blocked alarms in insulin pump history download. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed. Device passed functional testing. No motor error alarms or unexpected insulin flow blocked alarms noted during test. No motor error alarms or insulin flow blocked alarms in insulin pump history download. Motor was tested outside of the device and passed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 457 mg/dl. Customer declined troubleshoot for high blood glucose level. Customer stated the insulin pump was exposed to scanner at the airport and was at a high altitude due to being on a flight after that insulin pump started not functioning well. Insulin pump had received insulin flow blocked alerts. Customer already tried replacing reservoir and infusion set twice but was still getting the flow blocked alert even after. Customer declined troubleshooting for insulin flow blocked alarm. Auto mode was activated at the time of high blood glucose event. The insulin pump will be returned for analysis.